Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular pace impedance was over 3000 ohms since (B)(6) 2015. The right ventricular pace impedance steadily rises from approximately 1000 ohms to over 3000 ohms between (B)(6) 2014 and (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had been rising steadily for over a year and is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.